Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 327 mg/dl. Reportedly, the customer declined to provide a reason for the elevated bg level. However, the customer called tandem technical support for assistance in delivering a correction bolus. Tandem technical support assisted the customer through the correction bolus sequence and the customer was able to deliver a correction bolus to address bg level.